Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system has not been investigated by our field service engineer. The customer cancelled the call since they have decided that this unit will be decommissioned as they will be purchasing a replacement. No parts were returned. The customer sent pictures showing that the axis in the wheel had broken off. Rough handling and stability tests have been performed of the anesthesia system in accordance with iec 60601. It is not known if the system was exposed to a greater force than it could withstand. The root cause of the reported failure has not been possible to determine within this investigation.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that while transporting the anesthesia system to the medical physics workshop from theatre one of the system carrier wheel came off. There was no patient involvement. Manufacturer's reference #: (B)(4).